Event description:
Initial results for a pt glucose was 361 mg/dl. When repeated, the result was 134 mg/dl. The incorrect result was not used to guide therapy. The field service rep was unable to confirm any malfunction of the system.